Event description:
I believe I am a victim of the total shoulder replacement. I had the surgery and I am having problems with my shoulder. I had to have reverse because bone was smashed used in the replacement surgery, they also fractured my coller bone. Important info: I have been contacted by another attorney in regards to the law suit regarding the reverse of my shoulder surgery that I have to have due to the fault implants and hardware they used. I am in severe pain and I have been given a referral for an orthopedic surgeon but need advice because I don't know who to trust. Please advise me.